Event description:
It has been reported to philips that the customer was unable to run a temporary CT shot using the abdominal program. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that it was not possible to run a temporary CT-shot using the abdominal program. Review of the system log file showed ¿tube arcing detected¿ during the event time. Fse visited onsite and cleaned the high-voltage cable. After cleaning, the system was returned to good working condition. The codes were updated based on the investigation outcome.